Event description:
On an unknown date, the patient underwent removal of the hind foot nail (stryker) due to an infected tibia. The procedure was successfully completed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).